Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy mr, ous, 2.25 x 20 mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved 7 mm distally on the balloon. Some struts were damaged; stretched and pulled over the distal tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings visible on exposed balloon wall indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination of the device found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent moved on balloon occurred. The 100% chronic totally occluded stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.25 x 20 mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the physician attempted to pull the device out, the stent got stretched and moved on the balloon. The device was removed from the patient with the stent being attached on the balloon. The procedure was then completed with another of the same device. No patient complications and injury were reported.